Event description:
It was reported the customer had ER visit last (B)(6) 2014 for their high blood glucose. Customer's blood glucose was 600 plus mg/dl. Troubleshooting was done. Customer had bent cannula and high blood glucose. The cause of hospitalization was dehydration and high blood glucose. Customer was not in an accident. Customer was wearing the insulin pump at the time of the event. The insulin pump was removed at the ER and healthcare provider was concerned that the insulin pump did not alarm high blood glucose and during the event the insulin pump alarmed no delivery. It was found that the cannula was bent. Customer switched to sure-t from mios and did not have any issues since then. No further information provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.